Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that before closing the patient all impedances were shown in green but in the report, pole 5 and 6 showed high impedance. Additional information received reported that the poles of high impedance were not used and the cause was not determined. The rep worked around the poles of high impedances and the patient was happy with the programmer.